Event description:
It was reported that when the physician was placing the central line he experienced difficulty. He slid the catheter over the wire easily but met resistance when trying to remove the guide wire. The wire came out approximately half way and then became stuck. Using some effort of pulling the wire the tip became frayed. As a result, he removed the catheter and wire as one. The wire remained intact and another catheter was placed for the patient. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.